Event description:
It was reported by a nurse that a vns pt experienced a loss in weight and had to decrease the pt's vns settings due to the pt losing weight. The event of loss in weight started last yr. Further info from the nurse indicated the pt was also complaining of severe neck and left lateral chest pain which was positional. Additional info was received from the treating nurse indicating the cause of the pt's loss of weight was related to vns pain in the throat as the pt could not eat due to pain. The nurse did not know a cause for the pt's positional pain as the pt stated that the event has been ongoing since vns placed. Interventions planned are to have a second opinion and replace vns as it significantly improves the pt's seizures. Additional info was received through clinic dated (B)(6) 2011 notes indicating the pt's seizures are worse due to lack of rest, pt is experiencing painful stim, cannot swallow, increase in acid reflux allegedly due to vns, device disabled (B)(6) 2011 - pain stopped as a result of device being disabled. Interventions taken were to increase meds as vns is disabled.